Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products (vicryl plus or vicryl suture) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products (vicryl plus or vicryl suture) used in this procedure? Kindly clarify with the author what was the reason for return to theatre (same) and (other). Would this be considered as treatment for other events? Kindy confirm if there was a recurrence that led to return to theater. Citation: bone joint j 2018; 100-b: 296¿302 / doi:10.1302/0301-620x.100b3. (B)(4).

Event description:
It was reported via journal article, title: "the effect of triclosan-coated sutures on the rate of surgical site infection after hip and knee arthroplasty: a double-blind randomized controlled trial of 2546 patients", author/s: a. P. Sprowson, c. Jensen, n. Parsons, p. Partington, k. Emmerson, I. Carluke, s. Asaad, r. Pratt, s. Muller, I. Ahmed, m.r. Reed, citation: bone joint j 2018; 100-b: 296¿302 / doi: 10.1302/0301-620x.100b3. The purpose of this three-centre, two-arm, parallel-group, patient-and-assessor-blinded, quasi-randomized controlled study is to determine if using a triclosan-coated suture can significantly reduce the rate of surgical site infection (ssi) after primary total hip arthroplasty (tha) or total knee arthroplasty (tka). Between may 2008 and nov 2013, a total of 2546 patients underwent elective tha and tka. The patients were further divided into two suture groups: standard vicryl suture group [n=1323 (n=719 female, n=604 male, mean age 67.2 years)] and triclosan-coated vicryl plus suture group [n=1223 (n=660 female, n=563 male, mean age 67.5 years)]. In standard vicryl suture group, vicryl was used to close layers ranging from deep fascia to the subcutaneous. In triclosan-coated vicryl plus suture group, vicryl plus was used to close layers ranging from deep fascia to the subcutaneous. All vicryl used during the operation was the suture which was specifically allocated for each groups. Postoperative complications under standard vicryl suture group included superficial ssi (n=11), deep ssi (n=21), and deep vein thrombosis (n=4). Postoperative complications under triclosan-coated vicryl plus suture group included superficial ssi (n=8), deep ssi (n=13), and deep vein thrombosis (n=7). This trial has provided no evidence that triclosan-coated sutures in tha and tka leads to a reduction in the rate of ssi.